Event description:
Patient called to report an adverse event involving a mighty bliss heating pad she purchased in (B)(6) 2021. Patient stated she used the heating pad on her leg on (B)(6) 2023 and noticed it started to feel very hot. She stated she removed the pad and went back to sleep, and that initially it didn't hurt too much, but the area was red and waxy looking. Patient stated that on (B)(6) 2023, she noticed blisters forming in the area on her leg and one of the blisters was about the size of a half dollar, there were other smaller blisters too. She stated it then began itching and she went to the doctor and was told that her burn was a third degree burn that was into the fat layer. The big blister burst open and was oozing. She stated that the more it heals the worse the itching and pain gets, and the big blister has a very thick scab. She said she has been referred to a wound specialist to make sure it heals properly. She said she was told it is not infected, but it is inflamed.